Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on (B)(6) 2018. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have developed type ii diabetes. Per the physician, the patient developed reflux and had gained weight. The weight gain caused the development of the diabetes. The device was removed and the patient was revised to have a gastric bypass.

Manufacturer narrative:
Receipt of another manufacturer's explanted device for this reported event. Not a lap-band system adverse event.

Event description:
Additional information: device was received at apollo, which noted the product was a non-apollo band. Not a complaint against the lap-band system.